Event description:
As reported, during a prostate case, rectal warming needles were placed in the pt. The physician indicated that either the wrong needles were handed to him or the needles were mislabeled. Warming is all that was completed. The case was aborted. No pt injury was detected. The pt was under anesthesia when the failure occurred.

Manufacturer narrative:
The following info was received by galil after requesting additional info: the physician was following the european protocol and had inserted rectal protection (warming needles) above the pt¿s rectum in the denovilliers fascia. The needles had been tested in the needle holder provided, and then passed to the surgeon who had inserted them in the position described above. The procedure was then started, but the physician noticed that the needles placed for rectal protection were in fact getting cold. He immediately ended the freeze cycle and switched to warming all channels. He felt that the wrong needles were handed to the surgeon and therefore the mix-up occurred. The machine has been checked and all channels are functioning according to the manual. The pt has been followed up ((B)(6)) after the incident and no problem has arisen. Further training has been offered to the site.